Event description:
It was reported that the device's screen was cracked and no longer functional, and the user requested guidance on repair or replacement. Symptoms included no clinical effects reported. Outcomes included no impact beyond the device¿s loss of display function. Investigation included collection of additional information from the user to assess device damage and eligibility for replacement. Investigation of this case revealed a damaged display consistent with physical damage to the device¿s screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.